Event description:
Reportedly, while carrying out device follow ups and trying to save the pdf's at the end of the check, two error messages were displayed and then the software would crash.

Manufacturer narrative:
After several reminders, no reply has been received and the files required for the investigation have not been sent. Therefore, no investigation can be performed and the root cause remains unknown. In case new relevant information is provided, this case will be re-opened.

Event description:
Reportedly, while carrying out device follow ups and trying to save the pdf's at the end of the check, two error messages were displayed and then the software would crash.